Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found a long string of masked characters in the username field on the cubex application logon screen. The tss cleared the username field and asked the customer to enter the credentials, confirming that characters appeared masked as expected. Device manager was checked, and no power management issues were found on any universal serial bus (usb) devices. A typing test was performed in a blank notepad file, and all keys functioned correctly. No system issue was identified, and it was determined that the customer may not have noticed the input due to the excessive masked characters. The customer confirmed successful login and was able to submit the medication prescription request, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to log on to issue oxycodone tab 5mg.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.